Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot, cracked reservoir tube, stained end cap sticker and minor scratches on lcd window.

Event description:
It was reported that the insulin pump had physical damaged. Customer stated that the insulin pump had a crack on the screen. Customer's blood glucose was 114 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).